Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, father reported a competitor's infusion set leaked insulin where the tube connects to the adapter. The patient had lost the adapter for his infusion device and used an adapter from a previous model. This occurred in the middle of the night, and he changed the infusion set to resolve the issue. Father believed the infusion tube was tightened properly. The cartridge and adapter were replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.